Event description:
It was reported that the leadless pacemaker dislodged. No additional information was received.

Manufacturer narrative:
Correction: please retract this report 2017865-2025-11085 as this event was already reported in 2017865-2025-10693.